Manufacturer narrative:
No device returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that smoke was be emitted from the iui during use. There was no patient impact.